Event description:
The customer reported that the system would not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep found that the system was booting, but the service switch on the display adapter was in the wrong position. He put the switch in proper position and the system is now in the user configuration and working as designed.